Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the returned device the customers complaint was confirmed due to defective cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use in a procedure their 4k autoclavable camera head displayed no image. There was no death, harm, or injuries reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.